Manufacturer narrative:
The reported event occurred on a cobas 6800 system (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. Internal control amplification for all runs was robust, and no signs of pcr suppression were observed. The unexpected reactive result observed on 07-jul-2021 may have been due to non-specific amplification. Further analysis could not be performed as the amplification plate was not available for additional testing. A review of batch records, complaint history, product release, stability data, and internal non-conformance records did not identify any product-related issues. The root cause of the reported event could not be definitively determined. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 system. On (B)(6) 2021, the customer observed a weak reactive hiv result with a cycle threshold (CT) value of 41.0 for one patient sample. Serology testing for the same sample was negative. The sample was retested in duplicate from the same tube on the cobas 6800 system, and both retests were non-reactive. The customer provided archived data indicating that a similar issue occurred previously for the same patient. On (B)(6) 2020, the patient sample generated a reactive hiv result with a CT value of 39.8, while serology was negative. Retesting in duplicate from the same sample tube on the cobas 6800 system yielded non-reactive results. Subsequent testing of the patient¿s samples on (B)(6) 2021 consistently produced non-reactive hiv results with negative serology. The results for the (B)(6) 2021 sample were not reported to the patient.